Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-19887. Related manufacturer reference number: 2017865-2021-19891. Related manufacturer reference number: 2017865-2021-19895. It was reported that the patient presented to the clinic due to pocket erosion and infection. The patient's implantable cardioverter defibrillator (ICD), right ventricular (rv) and left ventricular (lv) leads were all explanted. The right atrial (ra) was unable to be explanted and was capped during the procedure on (B)(6) 2021. The patient was stable throughout.